Event description:
The customer contacted physio-control to report that during a patient event their device would not power on when prompted. The crew attempted to remove and then reinsert the batteries but that did not resolve the issue. The patient, a (B)(6) year-old male, was in cardiac arrest. The customer further advised that there was no adverse outcome. No further details about the patient or the event were available. The specific date of the event was unknown.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. No power discrepancies were observed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.